Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Medical assessment: two level open plif at l3/4 is noted on two x-rays ap and lateral. This is during myelography that verifies compression of the cal sac at the site of the surgery with one of the cages backed out into the lateral recess of the canal. It is likely that it is contributing to the neurologic compression suspected on myelography. CT is not available for further cross sectional assessment. There appears to be considerable degenerative change to the superior l4 endplate with anterior spurring. This degenerative sclerosis appears to have flattened the normal elliptical shape of the endplate. The question is submitted as to whether the back out was due to insufficient compression of the spacers within the disc space by the spanning pedicle screw construct at l3/4. This is not a simple determination as the stability of the spacers is due to several factors including: geometry and consistency of the endplate (here predisposing to migration as it is sclerotic and flattened). Size of the spacer inserted (appears appropriate). Degree of compression applied through the construct. Amount of ligamentous resection and degree of instability at the site. Amount of movement the patient underwent after the surgery and whether postoperative activity level recommendations were followed 6) quality of the bone stock as to whether the segment was adequately held by the screws or the bone was too soft to achieve adequate fixation in this case it appears that the construct was not used to overly distract the level as the endplates are parallel, the size of spacer was appropriate. This leaves one considering geometry of the disc space, bone quality, the degree of compression applied and whether the patient was overly active or performed excessive flexion in the initial postoperative period as primary risks. The patient is experiencing back pain and the cage has migrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent a plif at l3-l4. A cage implanted on the left side reportedly backed-out. The patient complained of back pain, but no neurological symptoms were observed. Thus, it was decided that the patient would be followed up for a while. The physician "wondered if compression had not been applied enough". Patient complications were reported as unknown.